Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this lead had high outputs and exhibited low out of range pacing impedances. During the lead revision, it was found that the rv lead thought to be the issue had been previously removed. It is not known when that rv lead was removed. The lead with the reported issues above, was explanted and replaced, which resulted in the patient receiving intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. There were reportedly many inappropriate atrial tachy response (atr) events stored. Pacing inhibition greater than 2 seconds was also observed on this pacemaker dependent patient. Noise on the ra channel was recreated with isometrics, but nothing was recreated on the rv channel. They could not get good threshold tests on the rv and outputs were automatically set to 5.0 volts. Boston scientific technical services (ts) suggested performing a chest x-ray and to consider fixed outputs and sensitivity. The patient reported falling after getting up from bed, about 1 to 2 weeks ago. Additional information indicated that the results of the chest x-ray were now known and it was suspected that the oversensing was caused by a lead fracture. The device was to be reprogrammed not to sense in both chambers and the patient was referred an electrophysiologist. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information indicated that, during the lead removal procedure, the physician visualized an insulation breech at the clavicle. No additional adverse patient effects were reported.